Event description:
It was reported that the patient experienced a hypoglycemic event after announcing a normal lunch while using the ilet system, with device logs showing a meal announcement at 97 mg/dl with a slight downward trend and the caregiver believing the pump delivered too much insulin despite a carbohydrate-containing meal of grilled cheese and soup. Symptoms included low glucose. Outcomes included urgent low glucose notifications. Investigation included review of device logs and provision of troubleshooting and education. Investigation of this case revealed no definitive device malfunction and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.